Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that five of the seven bands had been deployed, the two remaining bands were partially deployed. The teeth were heavily damaged. The suture had pulled free from all the bands and was not returned. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a endoscopic variceal band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band would not deploy. The procedure was completed with another of the same device. No patient complications resulted from this event. The patient's condition following the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a endoscopic variceal band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band would not deploy. The procedure was completed with another of the same device. No patient complications resulted from this event. The patient's condition following the procedure was reported as stable.